Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the patient had a PICC placed in the patient¿s basilica vein on the right side with ultrasound guidance on (B)(6) 2017. The catheter was removed on (B)(6) 2017 and it was found that the catheter had broken. 5 cm of the catheter was retained in the patient.